Event description:
Litigation papers allege that the patient suffered elevated blood levels of chromium and cobalt, pain, restricted ability to walk, stand and move, bone and tissue erosion, and anxiety.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2014 - clinical records indicate metallosis and adverse local tissue reaction. There is no new additional information that would affect the investigation. This complaint was last updated on: (B)(4) 2014

Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address elevated ion levels and osteolysis. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.